Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent deformation occurred. A target lesion was located in the mildly tortuous and mildly calcified distal left circumflex (lcx). A 2.25x28 synergy stent was deployed in the distal lcx. An opticross imaging catheter was in use and when withdrawn, exit port part got caught in the stent, flattening the stent shape. A synergy 2.75-32 stent was then placed and completed the procedure. It was checked using a non bsc intravascular ultrasound catheter. No patient complications were reported.